Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was inserted into an eye, discovered to be torn, and then removed from the eye with no reported patient harm. Another lens was implanted at that time. Additional information was requested.